Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The microdelivery catheter and stabilizer were returned. The guidewire used in the procedure was returned loaded in the stabilizer. One rhv (rotating hemostatic valve) was also returned. Visual and microscopic examination of the returned device found that the microdelivery catheter was kinked, compressed along its length, stretched, and broken at 5.0cm from its proximal end. The stent stabilizer was kinked and separated. The stent was in the microdelivery catheter distal shaft. Attempts were made to flush the microdelivery catheter and stabilizer. The stabilizer was jammed in the microdelivery catheter. A .014" transend guidewire was in the stabilizer. The guidewire 254.0cm proximal section was protruding through the stabilizer proximal end. Attempts were made to push and pull the stabilizer out of the microdelivery catheter, but were not successful. The anomalies observed to the device appear to be consistent with the reported event. The stent was reported to be difficult to push. The reported event is indicative of high friction during stent deployment. Because of the high friction experienced, the user may have applied excessive force on the stent system. This tensile force in the catheter can cause stretching of the microcatheter, and the corresponding compressive force in the stabilizer can cause compression in the stabilizer, which may manifest itself as buckling, bending, and possibly kinking and breakage. Although there are many potential causes for the reported issue, review and analysis of available information failed to identify a definitive cause. Therefore the exact cause for the reported and observed issues cannot be determined. This is the first of 2 reports.

Event description:
Based on the investigation of the returned product, it was found that the stent stent delivery catheter was broken and the stent stabilizer was detached (subject device). There was no impact to the patient.